Event description:
It was reported that the caller asked for instructions on how to get the ins battery restarted if it hasn't been charged for some time. Technical service (ts) reviewed instructions for prm with the ins recharger today. Caller doesn't really know ins status at this time but based on what he heard he wanted to be ready. No further information could be provided at this time.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.